Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc) and undersensing was suspected as well. A chest x ray was performed and confirmed a dislodgement. Low amplitude was observed as well. Additional information was received that this lead has been explanted and replaced. No additional adverse patient effects were reported. At this time, it is unknown if this lead will return for analysis.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc) and undersensing was suspected as well. A chest x ray was performed and confirmed a dislodgement. Low amplitude was observed as well. No adverse patient effects were reported. At this time, this lead remains in service.